Event description:
The 4-way nylon stopcock used in the allegiance exchange transfusion tray becomes progessively more difficult to turn during the course of the neonatal exchange transfusion procedure. The amount of torque required to turn the stopcock becomes so great that it effectively "locks up" and is rendered unusable, necessitating replacement with another stopcock during the procedure. This puts the pt at risk for air embolism and infection and slows the exchange transfusion process.